Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was at home with his mother and siblings. He was reportedly low with a bg of 3.7 mmol/l but the cgm was showing 5.9 mmol/l. He started to choke, and had a seizure lasting about two minutes. He fell from the bed and hit his head. The patient¿s mother gave him one dextrose tablet and his bg went up to around 5.0 mmol/l afterward; the mother could not remember the exact bg value and not check the cgm value as she then felt it was unreliable. An ambulance came and emergency medical services (ems) checked his bg (no value provided). Ems took him to the hospital where they monitored him every 2 hours, took his blood (no results provided) and kept him for one night to make sure he was all right. The mother stated that no medication was given by ems or the hospital. He was discharged the next day and instructed to reduce his basal insulin and keep it low to avoid another seizure. At the time of the report he was doing fine and was not using the cgm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.